Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on exterior. The insertion components were also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The evaluation confirmed the reported difficult/unable to pressure monitor problem. The condition of the iab as received indicated an occlusion on the inner lumen. This can cause difficulty during monitoring. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the pressure could not be monitored during intra-aortic balloon (iab) therapy. The iab was flushed, but still there was no pressure signal. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the pressure could not be monitored during intra-aortic balloon (iab) therapy. The iab was flushed, but still there was no pressure signal. The iab was removed. There was no reported injury to the patient.